Event description:
A materials manager reported that the system became "unresponsive" during an anterior vitrectomy with cataract extraction procedure. Following a delay of approximately 15 minutes to exchange the system, the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative was unable to duplicate the reported event. The company representative cleaned the foot pedal, front panel, display, and fluidics module. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).